Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 06-apr-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in an adult female patient who had essure (batch no. D31447) inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for to stop haemorrhages: intrauterine device. Past adverse reactions to the above products included vaginal discharge with intrauterine device. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("chronic fatigue"), breast pain ("sore breasts for 20/30 days"), visual impairment ("vision problems"), dizziness ("dizziness"), tendonitis ("tendonitis"), abdominal pain lower ("very targeted cramps"), dyspepsia ("burning sensations in the stomach"), auditory disorder ("hearing problems") and amnesia ("memory loss"). At the time of the report, the menorrhagia, fatigue, breast pain, visual impairment, dizziness, tendonitis, abdominal pain lower, dyspepsia, auditory disorder and amnesia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, amnesia, auditory disorder, breast pain, dizziness, dyspepsia, fatigue, menorrhagia, tendonitis and visual impairment with essure. The reporter commented: gynaecologist suggests a hysterectomy. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2005017) on 06-apr-2020. The most recent information was received on 15-apr-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in an adult female patient who had essure (batch no. D31447) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("chronic fatigue"), breast pain ("sore breasts for 20/30 days"), visual impairment ("vision problems"), dizziness ("dizziness"), tendonitis ("tendonitis"), abdominal pain upper ("very targeted cramps in the stomach"), dyspepsia ("burning sensations in the stomach"), auditory disorder ("hearing problems"), amnesia ("memory loss") and vaginal discharge ("brown discharge for 20/30 days"). The patient was treated with intrauterine contraceptive device. Essure treatment was not changed. At the time of the report, the menorrhagia, fatigue, breast pain, visual impairment, dizziness, tendonitis, abdominal pain upper, dyspepsia, auditory disorder, amnesia and vaginal discharge outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, amnesia, auditory disorder, breast pain, dizziness, dyspepsia, fatigue, menorrhagia, tendonitis, vaginal discharge and visual impairment with essure. The reporter commented: first intrauterine device implanted to stop haemorrhages, however brown discharge for 20/30 days. Gynaecologist suggests a hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2020: quality safety evaluation of ptc; after internal review intrauterine device was changed from historical drug to treatment of event menorrhagia. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 06-apr-2020. The most recent information was received on 27-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in an adult female patient who had essure (batch no. D31447) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("chronic fatigue"), breast pain ("sore breasts for 20/30 days"), visual impairment ("vision problems"), dizziness ("dizziness"), tendonitis ("tendonitis"), abdominal pain upper ("very targeted cramps in the stomach"), dyspepsia ("burning sensations in the stomach"), auditory disorder ("hearing problems"), amnesia ("memory loss") and vaginal discharge ("brown discharge for 20/30 days"). The patient was treated with intrauterine contraceptive device. Essure treatment was not changed. At the time of the report, the menorrhagia, fatigue, breast pain, visual impairment, dizziness, tendonitis, abdominal pain upper, dyspepsia, auditory disorder, amnesia and vaginal discharge outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, amnesia, auditory disorder, breast pain, dizziness, dyspepsia, fatigue, menorrhagia, tendonitis, vaginal discharge and visual impairment with essure. The reporter commented: first intrauterine device implanted to stop haemorrhages, however brown discharge for 20/30 days. Gynaecologist suggests a hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-apr-2021: reference number mv 21-0234 provided. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.